Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation.

Manufacturer narrative:
Upon evaluation, the reported bias current error message was duplicated. Upon disassembly, there were signs of third-party work on the quad seal, potted trigger assembly, and washer. The bearings, driveshaft, and geartrain also showed signs of damage.